Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for one patient sample tested with elecsys ft3 iii, the elecsys ft4 iii assay, and the elecsys tsh assay on a cobas 8000 e 801 module. The complained values were reported outside of the laboratory. This medwatch will apply to ft3. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay and refer to the medwatch with patient identifier (B)(6) for information related to the tsh assay. Prior to the event, the patient visited another hospital and was suspected to have hyperactivity from tsh. Her ft4 was low and ft3 was high. After this, the patient visited another clinic where tsh was high and both ft3 and ft4 were low. At this point, it was suspected that the patient had "sitsh", so she was referred to the reporter's laboratory. A sample from the patient was measured at the reporter's site on the e 801 analyzer on (B)(6) 2019. The sample was repeated on a lumipulse analyzer. The sample was also provided for investigation where it was tested on a second e 801 analyzer on (B)(6) 2019. The sample was also repeated on a siemens centaur analyzer. No adverse events were alleged to have occurred with the patient. The serial number of the reporter's e 801 analyzer is (B)(4). The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 348359, with an expiration date of october 2019 was used on this analyzer.

Manufacturer narrative:
Calibration and qc data showed no abnormalities, which excludes a general reagent issue. A biological component that affects assays by one or more of the manufacturers may be present in the sample, but no further investigation could be performed due to lack of sample. The investigation did not identify a product problem. The cause of the event could not be determined.